Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing leaked from the filter during the blood transfusion assessment. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "upon assessing the patient for blood transfusion, noticed that the tpn tubing is leaking from the filter, and called flash nurse. Full line was changed, no other events noted."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tpn tubing was leaking from the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tpn tubing was leaking from the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing leaked from the filter during the blood transfusion assessment. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "upon assessing the patient for blood transfusion, noticed that the tpn tubing is leaking from the filter, and called flash nurse. Full line was changed, no other events noted."